Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the pins on the battery pca were pushed in. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the pins on the battery pca were pushed in. There was no reported patient or user involvement and no adverse patient/user impact. One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was isolated to physical damage found on connector j1 pins 1 and 3.